Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dyspnea. It was also reported that the right atrial (ra) lead exhibited oversensing during atrial high rate episodes. The lead remains in use. No further patient complications have been reported as a result of this event.